Event description:
On 07/14/2008, the pt reported that his infusion device is "counting up instead of down." He stated that in 2008, there was 100 units of insulin left in the insulin cartridge and now it shows 309 units left in the cartridge. The infusion device has not been dropped or exposed to water and the batteries have not been removed. The pt also reported receiving an 04 (occlusion) error. He was not experiencing the error at the time of the report. He was advised to disconnect from his infusion site and he was able to bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.